Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent ¿brief sensor issue¿ alerts with a dexcom g7 that was paired to the ilet, consistent with signal loss to the ilet, and the user elected to replace the nearing end-of-life sensor early after basic troubleshooting and education were provided. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user interview and troubleshooting focused on cgm connectivity and sensor status. Investigation of this case revealed a transient communication disruption between the dexcom g7 sensor and the ilet with no device damage reported and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent signal loss related to sensor replacement timing or routine connectivity variability.